Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed the carbohydrate ratio incorrectly. Tandem technical support guided the customer through adjusting the carbohydrate ratio. Customer had elevated blood glucose (bg) levels in the 540 mg/dl range. Customer addressed elevated bg levels via the pump.